Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert in the pump history indicated alert 07. There was no information regarding an impact on the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet for at least 30 minutes, and a follow-up call was attempted, leaving a voicemail for the customer.